Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer followed guidance from technical support to reset the pump, and after the reset, the error code did not reappear, allowing the customer to successfully start their sensor session.